Event description:
It was reported that a patient underwent a pvc (premature ventricular tachycardia) ablation with a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced pericardial effusion that required pericardiocentesis and coronary sinus stent. The patient came in with extracorporeal membrane oxygenation (ECMO) and impella support. They were doing a post check with a soundstar ice catheter and they found a pericardial effusion. Once the interventionalist came in, they did a venogram to find the location of the leak. The interventionalist then placed a "stint" in a branch of the coronary sinus to stop the leaking and they left a drain in the "sub-typhoid" pericardial. It is unknown how much fluid was drained from the patient or any other medical intervention. The injury may have happened when they were getting access to the epicardial by puncturing through the coronary sinus (cs) by using the inflator. They are unsure of how the injury may have been caused. There was no formal statement provided by the physician. Additional information was received and it was reported that the physician's opinion on the cause of this adverse event is procedure related - ablation of the epicardium near cs branch. The patient has fully recovered and did not require prolonged hospitalization. Relevant past medical history: cardiomyopathy, recurrent ventricular fibrillation (vf) induced by pvc. There was no evidence of steam pop. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).